Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported conflicting sars results for 1 symptomatic consumer. The consumer's wife communicated that her husband tested positive first, followed by a negative result approximately 24 hours later. No confirmatory testing had been completed.